Event description:
It was reported that this pacemaker exhibited high out-of-range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. Technical services (ts) discussed that this was a sudden increase. No adverse patient effects were reported. This device remains in service. Additional information was received that a lead fracture was confirmed on the rv lead. A revision procedure was performed and the lead was surgically abandoned and replaced. This device was explanted and replaced. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis. However, information has been requested. Further information was received confirming this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. It is not expected to receive this product for analysis.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to amend previous decision to report as serious injury. Additional information confirmed this device was explanted due to normal battery depletion (nbd). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The local area sales representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The local area sales representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited high out-of-range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. Technical services (ts) discussed that this was a sudden increase. No adverse patient effects were reported. This device remains in service. Additional information was received that a lead fracture was confirmed on the rv lead. A revision procedure was performed and the lead was surgically abandoned and replaced. This device was explanted and replaced. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis. However, information has been requested.